Event description:
It was reported the pt's intrathecal drug delivery pump started alarming in 2008. The following day the patient was seen in the clinic. The device was interrogated. The logs noted a reset, a low battery reset, and a safe state message. The patient was experiencing a return of symptoms. It was felt the pump should be replaced as it was unk if the event would reoccur. The MFR's device tracking system indicated the device was reported two days later. The drug used in the pump was morphine sulfate 25.0 mg/ml at a dose of 0.160 mg/day. Additional info has been requested.